Event description:
The caller reported an issue with the touchscreen responsiveness of the pump, noting that the screen would turn off too quickly. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting. No additional information was provided.